Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was showing high impedance readings of >10,000 ohms. The impedance test was rerun at a high voltage and the high impedance readings disappeared. Additional information has been requested, a follow-up report will be sent if additional information becomes available.